Event description:
It was reported taht the pt presented to the emergency room with a severe infection. The pt was admitted due to an abscess in the pump pocket and along the catheter path and spinal canal. The pump and catheter were explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.